Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-03712 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted in the cholecystoduodenal anastomosis to treat biliary stones during a stent placement procedure performed on june 12, 2024. During the procedure, the first axios stent (subject of this report) did not fully opened. The distal flare opening lock was removed, and the stent closed again, but the stent would still not open. The second axios stent (subject of report # 3005099803-2024-03712) was attempted to be deployed, however, the same event occurred. The axios stent first flange was not fully opened. Both axios stents were removed partially deployed on the delivery system, and different stents were used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted for biliary stones. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for biliary stones.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-03712 for the associated device information it was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted in the cholecystoduodenal anastomosis to treat biliary stones during a stent placement procedure performed on (B)(6) 2024. During the procedure, the first axios stent (subject of this report) did not fully opened. The distal flare opening lock was removed, and the stent closed again, but the stent would still not open. The second axios stent (subject of report # 3005099803-2024-03712) was attempted to be deployed, however, the same event occurred. The axios stent first flange was not fully opened. Both axios stents were removed partially deployed on the delivery system, and different stents were used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted for biliary stones. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for biliary stones.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. The device was returned with the stent partially deployed. In addition, the control hub was returned detached. Product analysis confirmed the reported event of stent partially deployed. In addition, the control hub was returned detached. The investigation concluded that most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in this encountered damage. Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was attempted to be implanted for biliary stones. However, the IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated to be placed to treat biliary stones. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.